Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus, during an endoscopic variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the band the failure to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.